Event description:
This customer reported an unexpected shutdown during care of a pt. It was reported as a serious injury, but there is no info at this time that supports that a serious injury occurred. We have requested additional info.

Manufacturer narrative:
(B)(4): this customer reported an unexpected shutdown during care of a pt. It was reported as a serious injury, but there is no info at this time that supports that a serious injury occurred. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.